Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient had been in the hospital/ emergency room three times in the last 2.5-3 weeks due to symptoms of possible overdose. It was reported that the patient was very lethargic, tired, couldn't keep awake and was vomiting. The caller stated that they spoke with the managing healthcare provider (hcp) who connected to the pump with the programmer and it wasn't "showing any activity since last refill". The caller was redirected to the hcp to further address the issue.